Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt failed the te recognition test.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.